Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer service provided information on resetting the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump without further issues, understanding to contact support if the issue returned.